Event description:
Pt presented to ed with dyspnea, persistent cough and runny nose. Pt received assessment and treatment that included, alb-atrovent times 3 (2.5mg-unit dose), ns bolus 20 cc/kg, decadron 6mg, IV, tylenol 120 mg po and albuterol 10 mg to run over 1 hour. Lab studies and chest x-ray. Pt stabilized with admission. Admitting h&p started in ed by admitting team, pt fussy, oxygen tubing became disconnected from nebulizer treatment, attempt to reconnect unsuccessful, inadvertently oxygen tubing attached to clearlink port of intravenous tubing. Oxygen tubing disconnected from IV tubing within seconds, pt became limp and unresponsive, CPR initiated without return of spontaneous respirations or pulse.